Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked. The cause of the cracked touch screen was not reported. There was no reported impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue to, but no response was received.